Manufacturer narrative:
On (B)(6) 2016 from service report: "customer reported laser would not calibrate fiber". System analysis/service repair: "verified fiber calibration using test fiber (91%) and patient fiber (73%). While performing mechanical integrity inspection found cracked foot switch o-ring. Customer will replace o-ring. Verified alignment, output and operations. System meets manufacturer's specification and is ready for patient use".

Event description:
It was reported that during a procedure, "laser would not fire with fiber. Used second fiber and still wouldn't fire." Anesthesia was administered to the patient. Case was completed by alternate means. Patient outcome: no injury reported.